Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient had a short 2 cm proximal neck and a steep thoracic arch of 160 degrees. It was reported that the type I endoleak and a dissection flap that originated from the proximal edge of the proximal valiant stent graft and extend down to the distal valiant stent graft. The endoleak and the dissection were recently successfully treated with two 46/46/150 valiant stent grafts. The patient is fine. Review of cta¿s 5-months post-implant revealed that the stent grafts were implanted from the lsa, extending over the arch and into the proximal portion of the descending thoracic aorta. The distal 2 stents of the device were acutely angulated into the descending thoracic. The proximal stent graft od was 44mm, and the distal stent graft od was 34mm. No endoleak or other stent graft issues were observed; the maximum diameter taa was 7.8cm. There was a second 6cm taa distal to the implanted devices within the distal section of the descending thoracic, and the patient also had a 6.3cm aaa. Images from 11 months post-implant showed that additional stent grafts have been placed into the distal descending thoracic aorta, and the aaa has also been treated. There is contrast seen within the proximal taa, possibly from a proximal type I endoleak, but cannot rule out a type iii fabric. There appears to be minimal proximal seal length. The proximal stent graft od is 46mm and the taa diameter measures 7.8cm. There is also contrast seen between the distal end of the originally implanted device and the proximal end of the recently implanted thoracic stent graft. The distal taa measures 6cm and the aaa max diameter is 6.5cm. The cause of the possible proximal type I endoleak is uncertain, but may be due to the short proximal landing zone. Post-intervention images for treatment of the endoleak were not available for return.

Manufacturer narrative:
(B)(4).